Manufacturer narrative:
Based on the claim against the product by the customer noting damaged tip connector, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The monopolar curved scissors instrument was analyzed and found to have the tube adapter broken at the distal end. The broken piece was approximately 0.053" x 0.131" in size and was not returned with the instrument. This failure is typically associated with mishandling/misuse.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the customer found the tip connector of the monopolar curved scissors instrument was damaged. A backup instrument of the same kind was used to continue the procedure. There was no report of fragment(s) falling inside the patient. The procedure was completed with no report of patient injury. Intuitive surgical, inc. (Isi) followed up with the site and obtained the following additional information regarding the reported event: the site does not think a fragment fell inside the patient and does not plan to conduct testing on the patient in response as of this time. No further information was provided.